Event description:
The physician was attempting to implant a 3.0mm diameter x 38mm length endeavor resolute rapid exchange (rx) drug eluting in a patient exhibiting 99% stenosis and located in the rca. It was reported that an instent ledge could be seen, and that the case seems to be of stent fracture. It was reported that the patient is doing fine and is under observation. No other clinical sequelae were reported. Cine image review: procedural images were provided for review. The target lesion appeared to be due to in-stent restenosis of a previously deployed stent in the proximal rca. There was minimal residual stenosis after pre-dilatation of the vessel. After deployment of the endeavor resolute stent the stent appeared to conform to the lesion profile even after post dilatation activities the stent profile remains distorted. There was no evidence of stent weld or material breakage on the images. The reported "ledge" appears to have been due to the stent segments being pushed apart when deployed in the diseased part of the vessel. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation), patient condition affected effectiveness of the device (patient lesion morphology; vessel morphology impacted on stent profile). Conclusion: device failure/lack of effectiveness related to patient condition device (patient lesion morphology; vessel morphology impacted on stent profile). (B)(4).